Event description:
The customer reported intermittent poor image quality when using boost (hlf) mode of operation. Displayed image will be dark. (Hlf) mode of operation. Displayed image will be dark. Problem has been occuring for one week. There has been no pt injury.

Manufacturer narrative:
.